Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold, device appearance (observed 40 mm dark patch edge material inside gel device) wear abrasion, opening and the device was found to be underweight. A microscopic analysis was performed which found a crease sharp opening in the posterior side and non-penetrating nicks. Based on the device analysis the final assessment is a crease sharp opening in the posterior side due to a fold flaw opening, and non-penetrating nicks in the posterior side. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.